Event description:
(B)(4). Event occurred in the united states. The patient reported that the infusion set tubing became detached from the site connection while he was sleeping. At the time of this event, patient's blood glucose level was 160 mg/dl. The patient did not notice any damage when the package was first opened. The patient resolved infusion set issue by putting on a new infusion set and resuming insulin therapy. No further information available.